Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, the device was fired and the surgeon cut the tissue however the staples did not release leaving the bowel open. The anastomosis area was changed. The stapler was reloaded as well but the staples did not release again. Another device was used to complete the case. The surgical time was extended for more than 30 minutes.